Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 3 used and half filled easypump ii lt 270-135-s without packaging for cc (B)(4). The received samples were taken to a visual inspection. The white clamp was closed and the patient connector was not closed, the original wing cap was not handed over from the customer at the 3 received samples. Damages that would lead to a malfunction were not detected at the samples. After opening the top cap we detected crystallized drug residues at the filling port (lli-cone) and crystallized drug residues at the patient connector (lla-cone) of the 3 samples. In addition the samples were filled up to the nominal value (270 ml) and was taken to a functional test respectively a leak test was carried out. After opening the white clamp and starting the pumps and waiting for 60 minutes the pumps are not working (solution was not running). After these 60 minutes leakages were not detected. The inspected samples are not within our specifications. We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from colombia to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and there was no abnormality found during in-process or at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): patient reaches retirement infuser on (B)(6) 2016. Evidence that the medical device contains the drug after 5 days of being connected, the time provided for the passage of the contents of infuser.